Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material #: 2426-0500 batch/ lot #: 20043422. It was reported that there is a connection failure from the pump to the tubing resulting in chemo leaking. Verbatim: I have a question regarding our chemo long tubing¿.2426-0500 they are having instances when it is being made or when rn is taking it off or on the pump there is a connection failure at the ¿hard plastic thing¿ that is connecting the blue squishy tubing to the actual clear tubing. This had lead to several chemo spills. I am working on getting lot numbers etc.

Manufacturer narrative:
H.6. Investigation: 12 unused sets of model# 2426-0500 lot#20043422 were returned to vernon hills and analyzed by our quality team. The original sample was discarded by customer. It seems by the description of the complaint that this was an issue of disconnect at the bottom of the portion that is inserted into the pump. First visual analysis was used to see if there were clear signs of shallow insertion/ lack of solvent. Each set was tested by pulling on the tubing with force greater than recommended to see if a separation could be prompted. The sets then all underwent an infusion to see if a leak could be detected. Of the sets, none leaked during infusion but there were 2 shallow insertions detected and 3 slight shallow insertions. Without the original set, the root cause of failure cannot be determined. A device history record review for model 2426-0500 lot number 20043422 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20043422 regarding item #2426-0500.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4) .

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material #: 2426-0500 , batch/ lot #: 20043422. It was reported that there is a connection failure from the pump to the tubing resulting in chemo leaking. Verbatim: I have a question regarding our chemo long tubing¿.2426-0500 they are having instances when it is being made or when rn is taking it off or on the pump there is a connection failure at the ¿hard plastic thing¿ that is connecting the blue squishy tubing to the actual clear tubing. This had lead to several chemo spills. I am working on getting lot numbers etc.